Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse for the customer called in to report high blood glucose levels. The caller did not know the customer's blood glucose level. The caller wanted someone to come out to them to troubleshoot, however the caller was informed that they had to troubleshoot by phone. The caller declined to troubleshoot by phone. No further details were provided.